Manufacturer narrative:
(B)(4). It was reported during an afib ¿ paroxysmal procedure, when ablating along the anterior mitral line, ice (stryker) confirmed a pericardial effusion. The patient became hypotensive, a pericardiocentesis was performed, and the patient was taken to surgery. The user did not experience any difficulty for manipulating the catheter. The outcome of the adverse event was fully recovered. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 serial # (B)(4); stockert serial # (B)(4); coolflow pump serial # (B)(4); catheter catalog #: d128202, lot # 15865517l. (B)(4).

Event description:
It was reported during an afib ¿ paroxysmal procedure, when ablating along the anterior mitral line, ice (stryker) confirmed a pericardial effusion. The patient became hypotensive, a pericardiocentesis was performed, and the patient was taken to surgery. The user did not experience any difficulty for manipulating the catheter. The outcome of the adverse event was fully recovered.